Event description:
On (B)(6) 2011, the patient contacted animas reporting that the pump was periodically shutting off by itself. On an unspecified day, the patient reported that the pump had shut off during the night and when she woke up the next morning, her blood glucose was 600 mg/dl. When this occurred, the patient administered self-treatment by bolusing insulin with the insulin pump and drinking lots of water. The patient did not have any nausea, vomiting, or shortness of breath; however, believes she had ketones even though she did not check. She indicated there was a crack near the battery compartment. She indicated that she cannot securely tighten the battery cap. In response, she taped the battery cap to the pump. There was no other reported damage to the battery cap or battery compartment. When inserting a new battery, the reported power issue was not resolved. It was noted there was no misuse of the product. This complaint is being reported because, the patient reportedly experienced a blood glucose level over 600 mg/dl after the pump allegedly shut off by itself. A replacement pump was sent to the patient. The patient was advised to implement her back up plan.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box verified power on resets. The pump was exercised for 24 hours with a test battery cap and no power loss or rebooting was duplicated. The black box verified the pump time/date reset to the default setting of 12:00am 1/1/2007 after power on resets. Pump was exercised for 24 hours, after 24 hours the battery was removed for 1 hour. When the battery was reinserted the pump time and date reset to the default setting. Evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The battery cap was also found to be stripped. The pump was tested on a 29 hour flow test and was found to be delivering within specifications. Unrelated to this complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.